Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing atrial arrhythmia beats. The ra lead remains in use. It was also reported the right ventricular (rv) lead exhibited high thresholds that appeared to be chronic per trending. The rv lead remains in use. No patient complications have been reported as a result of this event.